Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, stent dislodgement occurred. The physician stated that the 24x2.50mm taxus liberte des "fell down from the balloon inside the patient before deployment." The patient was sent to surgery and no additional complications were reported. Additional information was requested, but not received.

Manufacturer narrative:
The device has not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.